Event description:
Right knee empyema, increased temperature at local site (knee warmth), right knee effusion. Information was received in 2007, from a physician regarding a male patient with a medical history of gonarthrosis who experienced right knee empyema and increased temperature at local site. The patient began treatment with synvisc a month earlier. The patient received unknown number of synvisc injections into his knee (s). The first injection was performed prior to this month, and the last injection was performed seven days later. In the following six days, the patient experienced right knee empyema (accumulation of sanies). The next month, the patient visited the physician for swelling of his right knee. The physician performed knee puncture and removed 165ml unclear serous joint fluid. The same month, the patient had knee effusion again with increased temperature at local site and the patient was hospitalized. Synvisc injection was permanently discontinued. The physician assessed the intensity of adverse events as severe, the relationship between adverse events and synvisc injections as possible. At the time of this report the patient had not yet recovered. Right knee puncture.

Manufacturer narrative:
.